Event description:
Three events today. ICU medical primary infusion set malfunctioned during administration of chemotherapy/immunotherapy resulting in having to obtain a new primary set. There by causing product waste and dose inaccuracy.